Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be- the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspections of the device and humidifier was completed by the manufacturer and found indeterminate contamination on exterior underside of device near labels, around the air inlet, on the interior of the humidifier dry box, keratin contamination and/or other bio-contamination on the humidifier flip lid seal and interior of humidifier chamber. Also found, multiple indeterminate contaminants in the humidifier chamber, piece of plastic that appears similar to a dried out contact lens observed in bottom of the humidifier chamber, interior of humidifier rear panel, liquid staining to dme labeling, mineral deposits were observed on the water tank pan. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The device was applied power and the device operated properly. The manufacture concludes multiple contaminates found were consistent with indeterminate contamination on exterior underside of device near labels, around the air inlet, on the interior of the humidifier dry box, keratin contamination and/or other bio-contamination on the humidifier flip lid seal and interior of humidifier chamber, contaminants in the humidifier chamber, piece of plastic in bottom of the humidifier chamber, interior of humidifier rear panel, liquid staining to dme labeling, mineral deposits on the water tank pan. The manufacturer concludes no evidence of sound abatement foam degradation.